Manufacturer narrative:
Analysis confirmed the reported analyzer issue; the analyzer failed system test with a known good programmer. Analyzer found out of electrical specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the analyzer was "loose connecting" during an implant. The analyzer was returned for repair. No patient complications have been reported as a result of this event.